Manufacturer narrative:
Other relevant device(s) are: micra-delsys, model #: mc1vr01us-delsys, expiration date: 14-mar-2022, serial#: (B)(4), UDI #: (B)(4). Device evaluated by MFR: no. Dev rtn to MFR? No. Mfg date: 25-sep-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited placement difficulty, and the device could not be retracted or deployed and the patients tricuspid valve was wedged into the sheath with the device. The device system was explanted and replaced. No patient complications have been reported as a result of this event.